Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia -right (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab found reddish material and a hole in the pebax. Initially, it was reported that fluid was leaking from the catheter tip. The issue was discovered prior to inserting the catheter into the patient. They replaced catheter and the procedure continued. Per the bwi representative, the catheter was not in the patient at the time the leaking was mentioned, so there should not have been blood. The catheter was connected to irrigation at 2ml/minute. There was no damage to the catheter. The sheath being used was not a bwi sheath. The doctor was not concerned. No adverse patient consequences were reported. The catheter leak issue was assessed as not MDR reportable. Catheter leak is highly detectable by the physician. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation. The catheter was inspected under microscopic magnification, and a reddish material was found and a hole in the pebax. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. Visual inspection and cool flow tests of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material on the thermocool® smart touch® sf bi-directional navigation catheter. A cool flow test was performed and the device was found working correctly, no irrigation issues were observed. The issue reported by the customer could not be replicated (leak issue) during the product investigation. A microscope examination in the pebax area revelated that there is a hole in the pebax. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. The event described (leak issue) was unable to be duplicated during the product investigation; however, the blood inside the pebax area that was found could be related to the reported issue. A manufacturing record evaluation was performed for the finished device batch number 30807965l, and no internal actions related to the complaint were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).